Manufacturer narrative:
The device was not returned for evaluation, and the complaint remains unverified. The device was not manufactured by moog medical, but one of its former subsidiaries. Efforts to receive the device history record have proven ineffective. A DHR review is not possible at this time.

Event description:
Customer stated that the drain tip broke off inside the patient. The patient required surgery to remove the tip of the drain. The distributor from who moog medical received the complaint also provided the following detail: "I have spoken to [the doctor] regarding this incident and as a result of this discussion he has changed his insertion technique. Previously [the doctor] was feeding in a substantial amount of the catheter with non toothed forceps to ensure that if it was accidentally pulled by the ward [the doctor] and I discussed that as a result of feeding more catheter in there is a higher chance of it either getting caught in the soft tissue or accidentally forming a knot in the catheter. [The doctor] is now only feeding in a few inches of the catheter to avoid this potential issue.